Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the reported issue and replaced the erbe to resolve it. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform a failure analysis. The unit was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was malfunctioning. The customer stated it was the erbe issue and not an instrument issue. The customer was using the upper monopolar port and there was no energy when the surgeon pushed the pedal. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and found no related issues. The isi tse instructed the customer to check the erbe error codes and found an m-31 and m-02 fault. The isi tse confirmed that the erbe was not plugged into its own dedicated circuit; it was plugged into a power strip. The isi tse advised that it was not recommended for use of the erbe. The event date, procedure outcome, and the patient outcome are unknown at this time. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.